Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgery. Surgery mode was not enabled prior to the procedure. A manufacturer representative met with the patient and deemed the ipg inoperable. As a result, surgical intervention may take place at a later date to address the issue.